Event description:
Device malfunction: balloon rupture. Time of device malfunction: during use. Symptoms/ae: none. It was reported that in-stent restenosis occurred in an xceed stent. The date of stent implantation in the superficial femoral artery was not provided. The stenosed stent was dilated using a fox plus balloon. The fox plus balloon ruptured at 8 atmospheres during the first inflation. The entire balloon was removed from the patient without difficulty, and there was no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The lot number was not provided; therefore, a device history recorded review could not be performed. The unk xceed, indicated is being filed under MFR#2953144-2010-00126.